Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device was received with no original packaging or other devices. There was blood and contrast in the wire lumen. The first row of stent struts on both the proximal and distal edges of the stent were flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the stent would not cross the lesion. The lesion being treated was located in the severely calcified circumflex. The physician advanced the 24 x 2.50mm taxus liberte stent delivery system and was not able to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage.